Event description:
A piece of plastic broke off the impactor near the thread when it was used. Item broke after successful use.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.